Event description:
Caller states the comfort curve strip vial expiration date appears as 8/31/2007. Manufacturer has expiration date of 10/31/2006. No adverse event reported. Requested return of suspect device and replacement was sent.